Event description:
Bd vacutainer eclipse (21gx 21- 1/4) needles. Once needle is twisted on the vacutainer holder it snaps right away. Staff have tried using 10 needles from this lot. Lot# has been pulled from all locations.